Event description:
An optometrist reported a patient who was diagnosed with a chemical burn following use of this product. He reported that upon inserting his lenses, the patient experienced pain, removed his lenses immediately and went to the emergency room. The optometrist reported that the emergency room physician informed him the patient's epithelium was removed from the surface of the left eye, there was moderate irritation of the surface of the right eye and the patient was given antibiotic/steroid drops. The optometrist reported the patient changed his contact lens solution and was able to wear the right lens immediately thereafter but it took a few days before he tried wearing the left lens. With both lenses in place, his acuity measured 20/20 od and 20/30 os. On removal of the lenses and instillation of fluorescein, mild superficial punctate keratitis (spk) was noted od and 2-3+ spk noted os. The patient was told to discontinue contact lens wear and was given anti-inflammatory eye drops. The optometrist reported that on the patient's follow-up visit, the spk had resolved somewhat in the left eye, but was still not yet ready to wear the contact lens. On another follow-up visit, the patient wore both contact lenses with [visual] acuities measuring 20/20 in both eyes and no spk was noted ou. The optometrist reported the patient discontinued use of this particular bottle of solution and used another one with no reaction. In a follow-up with the consumer, he confirmed that he was seen by three different doctors, one diagnosed him with a corneal burn, the other treated with medication, and the third doctor diagnosed him with mild spk. In a follow-up with the optometrist, he reported the patient experienced toxic keratitis/conjunctivitis. The optometrist reported that the product was discontinued, contact lens wear was discontinued temporarily, an oral antibiotic was given to treat the event, and the symptoms have resolved.

Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. Review of the complaint history showed no other complaints reported for this lot. Review of the compounding, filling, and packaging mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all opti free express lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. Review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Additional information was requested on (B)(6) 2011 by phone and mail. A completed questionnaire was received from the optometrist on (B)(6) 2011. (B)(4).